Event description:
During a revision procedure, the surgeon observed damage to the pt's leads. The leads were replaced. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for eval.